Manufacturer narrative:
(B)(4): the lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. During product analysis, a secondary issue was found; it was determined the test strip vial hinge was broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her son) that the onetouch ping meter was not powering on. After the batteries were replaced, the reporter pressed the ok button, and the pc symbol appeared, but the meter was not connected to a computer. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6:45 am, the reporter stated, the alleged issue first occurred. The reporter stated, the patient uses insulin pump therapy (unknown type) to manage his diabetes. The reporter stated, the patient made no changes to his usual diabetes routine on the day of the alleged issue. However 2 hours and 15 minutes later the patient felt "weakness and hands were shaking." The patient reported treated himself with a glucose tablet at 9:30am. The reporter stated a reading of "66mg/dl" was obtained on a clinic or doctor meter on (B)(6) 2012 at 9:30am. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted that when the power button was pressed, the meter turned on. The cca documented that when the subject test strip was inserted, the meter turned on. The cca noted there was no misuse of the subject meter, and this was not the first time the meter had been used. The alleged issues were both resolved with troubleshooting. Replacement products were sent to the patient. These complaints are being reported because, the reporter claims due to the alleged issues, the patient was unable to test and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.